Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the device header despite using silicone oil. The lead was inserted and secured into a new device header and was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.